Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had an error code that said "gas leak". No patient injury or adverse event was reported.

Manufacturer narrative:
Customer reported unit has error code that says gas leak. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported problem. No problem found. Unit passed all functional tests (including module leak test) and validated calibration. Completed repair with  all functional and safety tests and unit cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarm in the iabp¿s diagnostic error log. The fse used a system trainer patient simulator with a test intra-aortic balloon, and the iabp ran without any problems. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an error code that said "gas leak". It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.